Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had low sensing, low impedance and a high threshold. The lead was replaced. No patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was analyzed; no anomalies found. It was noted that blood/body fluid was found on the distal conductor, the exposed defib coil had a white substance on it and there was blood in/on the helix mechanism.